Event description:
The lay user/ patient contacted lifescan alleging that the product was having the following power related issue: "meter would turn on by pressing the power button, but would not turn on after inserting the test strip all the way into the test strip port. The reported issue was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips does not pass inspection, lifescan will inform FDA of the results in a supplemental report.